Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patients ability to hear decreased over the last years. The patient was re-implanted (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient's ability to hear decreased over the last years. A CT scan was performed, everything seemed to be ok. There has been no report of an accident or trauma. The patient was re-implanted.